Event description:
As reported by user facility: nurse received needlestick when clip did not cover tip of stylet. No other info on incident available. Pt is undergoing testing. Nurse received care according to facility's protocol for needlesticks.